Event description:
It was reported that the patient experienced shocking sensations at the incision site during the stage I trial. She received her permanent implant the next week without complication.